Event description:
It was reported when administering the initial anesthesia during a diagnostic guide sheath procedure, a whooshing noise was heard from the single use biopsy valve confirming, the biopsy valve was damaged. The procedure was completed with a similar product. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. Correction: d9. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The investigation found the forceps plug was damaged this was due to a component failure of the biopsy valve. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.